Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the link electronic module (lem) board needed to be replaced due to a test failure. (B)(4): analysis found that the root cause of the failure was due to poor solder termination of a connector allowing a mechanical stress to crack the solder joint.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device analysis is in process; the results will be forwarded when available.

Event description:
It was reported there was an analyzer communication error. No patient involvement or complications were reported as a result of this event.